Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that an observation not related to the complaint has been identified. It was found that the septum and set screw were removed and not returned. This type of damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that an observation not related to the complaint has been identified. It was found that the septum and set screw were removed and not returned. This type of damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician retrieved the items during the procedure and was removed in the patients body.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.